Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump was missing segments. The customer¿s blood glucose was 22 mmoi/l at the time of the incident. The display was also flashing. Customer was sitting on a coach prior the incident. Troubleshooting did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with a constant blank/flashing white light on the display due to vertical cracked lcd controller electrical board. Unable to verify missing segments/partial display due to constant blank/flashing white light.